Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The microcatheter was returned together with the shaping mandrel inside the distal end of the microcatheter. Visual inspection revealed that the microcatheter shaft was broken/fractured and stretched at approx 6cm from the distal tip. Functional testing could not be performed due to the condition of the returned device. The device likely sustained damage during handling while preparing the product. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. Based on the information available, an assignable cause of handling damage was assigned to this event.

Event description:
The microcatheter was returned for analysis and it was discovered that the catheter shaft was broken/ fractured. There were no consequences to the patient.